Event description:
The customer reported to customer service that the "outside box" of her breast pump power adapter "is damaged" and is being held together with tape.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts to follow up with the customer to get additional complaint information, including a final attempt by letter, have been unsuccessful. As of the date of this report, the product has not been received from the customer. Though the product has not been tested/evaluated, this type of failure (broken/damaged transformer housing) is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit form a 1.0 m height per ul2601 -1 2nd edition. Production samples were dropped three to five time from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new changed, or corrected information, a follow up report will be filed at that time.